Manufacturer narrative:
Concomitant medical product: abstack30x abs fixation device 30 tacks (product ID: abstack30x). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced recurrence, bowel problems, pain and unable to eat. Post-operative patient treatment included revision surgery.